Event description:
Pseudo-septic arthritis on hip [arthritis]. Case description: spontaneous report received on 25-may-2009, from a rheumatologist, via a company representative, regarding a patient. The patient's relevant medical history included coxarthritis. On an unknown date, the patient received synvisc injection in the hip. In 2008, following the synvisc injection, the patient experienced pseudo-septic arthritis on the hip that required hospitalization. As of the date of receipt of this report, the patient's outcome was unknown. The relationship between the adverse event and synvisc therapy was not reported. Please refer to synv for events reported by the same reporter.